Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had removal 5 days ago') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("back hurts"), abdominal distension ("stomach is so swollen and bruised"), contusion ("stomach bruised"), neck pain ("neck hurts"), facial pain ("face hurts") and pain of skin ("my skin hurts to the touch"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the medical device removal, back pain, abdominal distension, contusion, neck pain and facial pain outcome was unknown. The reporter considered abdominal distension, back pain, contusion, facial pain, medical device removal, neck pain and pain of skin to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: "my stomach is so swollen and bruised. My skin hurts to the touch. I know odd right. But it hurts like neck back and face to the". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.